Manufacturer narrative:
(B)(4). This MDR is being submitted as part of retrospective summary report# (B)(4). This report is being filed late to fulfill baxter's commitment to perform two year (B)(4). No problems were detected and the device was found to meet all functional specifications.

Event description:
On (B)(6)-2009, a biomed contacted a baxter technical service rep (tsr) regarding a 1500 hemodialysis instrument in which a pt coded during treatment and needs to have the instrument checked out. On (B)(6)-2009, a baxter field service engineer (fse) went to the facility, checked out the instrument and found no problem with the instrument. The device is operational, meets all functional specifications and is ready for use. On (B)(6)-2009, baxter product surveillance contacted the head nurse about this incident who reported that the event date was (B)(6)-2009 and that the pt died on (B)(6)-2009. The pt was a chronic dialysis pt for 6-7 years and was a very unstable pt. The pt was in the hospital already and receiving hemodialysis therapy. She stated that the pt was about an hour into treatment, her blood pressure and pulse dropped, she had a respiratory arrest, the treatment was stopped, she was removed from the machine, she then coded, was intubated, brought back to life and then transferred to the intensive care unit. She stated that the pt incident of going into respiratory arrest and coding was not because of the machine, dialyzers or blood tubing set. The pt was already very unstable. The pt became progressively more unstable until her death.